Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated oversensing associated with the right ventricular (rv) lead and the criteria for the rv lead integrity alert were met. It was noted five episodes with v-v intervals <(><<)> 220 ms on (B)(6) 2012 and the lead failure predictor triggered on (B)(6) 2012 for ventricular sensing integrity counter (sic) and non-sustained tachycardia episodes. Concomitant medical products: d384trg implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that high right ventricular (rv) lead impedance was observed, along with oversensing of sensing integrity counter (sic) and non-sustained ventricular tachycardia episodes and indication of a rv lead fracture. It was noted a pace/sense rv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.